Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test and battery out limit alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was returned without battery cap unable to confirm the damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a low battery alarm, a battery out limit alarm during normal use and then a failed battery test alarm. Customer's blood glucose was unknown. Customer was advised to monitor insulin pump and that the battery cap would be replaced.